Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: the surgeon is a ten year user of the device for his robotic prostatectomies and performs approximately 100-125 cases a year with an average procedure time of 1.5 hours. His technique includes having his pa fire the device during the cases. A green reload is used on the dorsal venous complex (dvc) which is a thick, vascular bundle with no skeletonization performed prior to firing. The technique includes placing the jaws around the dvc in the straight position with the anvil up and then articulating the device, which allows the tissue to fall deeper into the jaws. At that point, the pa closes the device on the tissue. However, since using the new version of the device, the pa has experienced an increased force to close the jaws even after confirming that the device is properly loaded. In this case, the pa was unable to close the jaws completely. The tissue was repositioned but still the jaws would not close. The resident in the case assisted with the closure and was finally able to get it to close with great force. When the pa fired the device, the force to fire was also increased and the device was only able to be partially fired. When the device was released from the tissue, minor oozing was noted and the surgeon opted to suture ligate the dvc. It was confirmed that there were no clips in the area of the firing. The sales rep also noted that the device was difficult to close when closing and locking the jaws for insertion through the trocar. This force to close was also experienced at the back table when trying to troubleshoot the issue. The new device seems to be much stiffer and tighter than the previous version.

Event description:
It was reported that during a robotic prostatectomy procedure, the device was loaded properly with a green cartridge, but was very difficult to close by the pa on the dorsal venous complex. The device was removed from the patient and the surgeon used suture to ligate the vessel. There were no patient consequences reported.